Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , g.2 , h.6.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d9, h3, h6.

Manufacturer narrative:
A visual analysis of the returned device identified: weight to the spec, crease flat. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii/IV. Device remains implanted.